Manufacturer narrative:
Unit received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify prime/fill anomali's due to detached end cap.

Event description:
The customer reported via phone call that insulin pump had not priming correctly. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.